Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. Analysis ran priming in pump at 55.0 units. Infusion set failed per inspection due to found infusion set occluded at tubing p-cap needle. Analysis found that the cannula was bent. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that the no delivery alarm was recurring. The customer's blood glucose was 161 mg/dl at the time of incident. The customer performed fixed prime and the insulin did exit. The customer stated that they found that the cannula was bent after removing the infusion set. The infusion set will be returned for analysis.